Manufacturer narrative:
The device is available for evaluation, it has not been received yet.

Event description:
The customer reported that spinning spiros, closed male luer, red cap became disconnected from the syringe prior to infusion leading to a chemotherapy spill and the medication was cyclophosphamide. It was further mentioned that the spiros was not locking onto the syringe when connecting the spiros to the syringe. The was no harm as a result of the event.

Manufacturer narrative:
Three new packaged spinning spiros (lot# 4165903) were received and visually inspected. No damage or anomalies were identified. No mating devices were returned for evaluation. During testing, the spin feature on all three devices was activated using a 3 ml monoject luer lock syringe (provided by ICU medical). Each of the returned samples met product performance and measurement expectations outlined in the product performance specification. The reported complaint could not be confirmed. The lot number was reviewed without any issues.